Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump was explanted/replaced on (B)(6) 2020. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1000.10852 mcg/day, bupivacaine 20 mg for a total dose of 10.00109 mg/day, and hydromorphone 5 mg for a total dose of 0.25003 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2019 during a scheduled refill visit, the patient reported a pump malfunction of undetermined etiology; volume differences. It was noted there was a device alert/alarm indicating volume differences. The pump was reprogrammed on (B)(6) 2019. A catheter dye study (cds) was ordered for pump replacement due to elective replacement indicator (eri) and volume discrepancy. The catheter dye study was scheduled for (B)(6) 2019. The outcome of the event was noted as ongoing. The device diagnosis was pump reservoir volume discrepancy. The patient's baseline weight was not measured. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly (o-ring wear). All previously reported method and result codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a catheter access port contrast study was performed on (B)(6) 2019 and results were normal. No further complications were reported/anticipated.